Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) twisted cable (damaged).

Event description:
It was reported the rf (radio frequency) head would not interrogate devices. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.